Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information obtained identified the patient's scs generator was replaced with a new one. There were no complications during the procedure and the reported issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent a cervical fusion surgery in late (B)(6) 2020. Subsequently, when the patient attempted to connect to the ipg two weeks after the fusion surgery the scs system controller displayed the message: "cannot connect to generator/the generator is not responding." The patient stated the scs system therapy was turned off, but had not enabled surgery mode prior to the fusion procedure. The company representative met with the patient, but was unable to resolve the issue with troubleshooting. The next course of action has not been determined at this time.